Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) undersensed due to the rate smoothing feature and cross-chamber blanking interaction resulting in delayed detection of a tachycardia event. The bsc representative alleged that there was possible atrial-pacing into a ventricular tachycardia event. The rep also reported that there were no stored episodes with evidence of atrial pacing into ventricular tachy/fibrillation events. Tech services advised that there was possible rate/smoothing mediated tachy detection delay and discussed reprogramming options. To date, there have been no reported adverse patient effects associated with this clinical observation. The device was subsequently explanted for an unknown reason and returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). A save-to-disc was never sent in to bsc for analysis. Attempts to obtain additional information were unsuccessful. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.